Event description:
Patient reported left side revision surgery due to capsular contracture. Patient additionally reported the right side as "firm and looks abnormal due to capsular contracture," baker grade iii after the revision surgery. Surgical reoperation has occurred. Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/25/2016. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.